Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. The adapt tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected low battery alert noted during testing or in the device trace download. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she visited the emergency room on an unknown date due to high blood glucose level of 600 mg/dl. The customer did not have manual injections and the insulin pump was not working that is why they had high blood glucose levels. The customer also reported that the received a low battery alarm on the insulin pump so she changed the battery but the insulin pump was not turning on. They reported that the contacts on the battery cap were missing. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will be returned for analysis.